Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing, intermittent low and elevated blood glucose (bg) levels. Lowest value reported of 42 mg/dl and highest reported as ¿high¿, although specific value not provided. Cause of bg levels was no known. Elevated bg levels were addressed with correction boluses via the pump or manual insulin injection. Lowered bg levels were addressed with glucose tables or the customer consuming carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.